Event description:
It was reported that the customer had high blood glucose levels. Customer noticed that there was a leak at the luer lock connection, and the cannula appeared to be bent and not placed inside the body. Infusion set used is unknown.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.